Event description:
It was reported that the customer had received a no delivery alarm while at work. Customer most likely did not keep the set. Customer had many other incidents about 2-3 weeks ago. Customer changed out the set when the issue occurred and is currently at work. Customer does not want to return the set or reservoir for analysis. Customer was advised to call back if the issue persists. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.